Event description:
A report was received that the patient was not receiving stimulation. Several contacts of the lead were showing high impedances. The patient underwent a revision procedure wherein the lead and lead extension were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Sc-2316-70 (sn (B)(4)): device evaluation indicated that the lead revealed multiple cables that were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 (sn (B)(4)): device evaluation indicated that the lead splitter passed visual, electrical, mechanical and photographic imaging tests performed. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibited normal device characteristics.

Event description:
A report was received that the patient was not receiving stimulation. Several contacts of the lead were showing high impedances. The patient underwent a revision procedure wherein the lead and lead extension were replaced. The patient was reportedly doing well postoperatively.